Event description:
It was reported that during a surgical procedure at the user facility two cutting blades broke while in use with the device. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported breaking blades was not able to be duplicated during device evaluation. However, upon disassembly, a loose jam nut and lock nut were found, which can lead to the reported event. The device was repaired and returned to the manufacturer loaner pool.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility two cutting blades broke while in use with the device. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.